Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Failed mixing pump. Serviced mixing pump. Minor scratching on the control panel touch screen that does not appear to affect function. A 2000-hour pm was completed on the device. As part of the pm, serviced the circulation pump and replaced heater, manifold o-rings, drain valves, double bend tube, and chiller evaporator outlet tube. Replaced control panel coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. Dfmea (B)(4), revision 27 was reviewed for this investigation. The reported event is addressed in step # d087. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Per review of wo notes, a functional verification showed that the mixing pump had failed. Stated they would discuss repair options with the management before moving forward. Per additional information updated from ttm on 17nov2025, biomed need help troubleshooting device that was not cooling patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Per review of wo notes, a functional verification showed that the mixing pump had failed. Stated they would discuss repair options with the management before moving forward. Per additional information updated from ttm on (B)(6) 2025, biomed need help troubleshooting device that was not cooling patient.